Event description:
As reported by the edwards clinical specialist, approximately forty seven (47) months post transcatheter aortic valve replacement (tavr) procedure the patient's sapien valve location was confirmed as being too high (aortic) within the native annulus and tilted. Valve malposition was evident by moderate to severe central aortic insufficiency, moderate paravalvular leak (pvl) and exacerbation of congestive heart failure symptoms (increased bmp, sob with frequent chest pain). Additionally it was noted that on auscultation there was an aortic regurgitation murmur. This patient was evaluated for a possible valve in valve procedure as part of the (B)(4) study's, unfortunately the patient did not meet the study's criteria. The patient was managed with aspirin and diuresis, renal function permitting, as the patient has a history of severe chronic renal disease. Per medical records received, the patient underwent a successful tavr procedure on (B)(6) 2008 as part of the (B)(4) study. The patient's post-operative course was relatively uneventful. Post-operatively the patient had a mildly elevated white cell count and an infectious disease consult was obtained. He was treated with antibiotics for mild leukocytosis, possibly due to urinary tract infection and discharged five days post tavr. Per medical records received during a hospitalization for congestive heart failure on (B)(6) 2011, aortic vegetation was mentioned; however there was no clinical investigation for this, nor a diagnosis or mention of endocarditis thereafter. A review of the clinical study database did not reveal any record of endocarditis for this patient post tavr.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, aortic insufficiency and congestive heart failure are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it is a possible that a combination of patient and index procedural factors contributed to this event over time. In addition to the procedure, the patient also has multiple underlying co-morbidities (valvular heart disease, cad, cardiomyopathy, htn) that could have also contributed to the reported chf exacerbation. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.